Manufacturer narrative:
Concomitant medical products: product ID 4968-25 lead, implanted: (B)(6) 2017; w1tr05 crt-p, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one day post implant of the right ventricular (rv) lead and left ventricular (lv) lead a hematoma occurred. The patient was taken to the operating room and the hematoma was resolved. The rv lead and lv lead remain in use. No further patient complications have been reported as a result of this event.